Event description:
It was reported that the patient presented in-hospital for a generator change due to suspected premature battery depletion. Based longevity calculation, it was noted that the device did not meet the expected longevity. The device was explanted and replaced. The patient was fine after the procedure.

Event description:
Clarification: based on longevity calculation, it was concluded that the device did meet the expected longevity performance.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.